Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: were the surgeon¿s concerns/request for information addressed?¿yes, we've already dealed with it. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. Date of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Blepharoptosis what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? This is plastic surgery. On what tissue was the suture used? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. How was the suture placed (interrupted or continuous)? Unk. Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Not-severe please provide the onset date/time of the reaction from the initial procedure. Unk please describe any medical intervention required to treat the patient condition including medication name and results. Unk. Did the patient require hospitalization because of the allergic reaction? Unk. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Unk. Does the patient have a known allergic history to any medical devices, food and/or medication? Unk. Was allergy testing performed? If so, please describe with results. The doctor tested but we could not get the information. Are there any photos available? No. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Not reported other relevant patient history/concomitant medications? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? The surgeon thinks that polypropylene, the material of the suture, or the dyeing agent used to dye the suture, may be the cause. What is the patient's current status? Unk. Lot number? Unk.

Event description:
It was reported that a patient underwent a procedure for blepharoptosis and suture was used. Post-op, the patient had an allergic reaction. The surgeon thinks that polypropylene, the material of the suture, or the dyeing agent used to dye the suture, may be the cause. The current status of the patient was reported as in the hospital and under observation. The surgeon is trying to determine what caused the problem, including a patch test to determine what was the cause. If the material was the cause, the surgeon will perform suture again with other sutures. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the surgeon¿s concerns/request for information addressed? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Did the patient undergo a second procedure or any re-suturing? Did the patient require hospitalization because of the allergic reaction? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?